Event description:
In 2002 pt underwent procedure to remove an infuser port (the distal tip was known to be detached prior to the procedure). The tip was unable to be retrieved. The next day pt underwent an add'l procedure to remove distal tip.